Event description:
The customer reported that the battery failed the battery charge time for the defibrillator test. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the battery failed the battery charge time for the defibrillator test. There was no pt involvement. This was detected during testing. The device was evaluated locally by a third party field service engineer and the failure was verified. Replacement of this 5.5 year old battery resolved the failure. The unit passed all testing and remains at the customer site.